Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with vision correction. The iol was exchanged in a secondary procedure. Additional information has been requested.